Manufacturer narrative:
Concomitant medical product: 6947-65 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the left ventricular lead. The lead was reprogrammed - which resolved the stimulation - and it remains in use. No further patient complications have been reported as a result of this event.